Event description:
Pa was using the device to take leg vein for use in cardiac bypass surgery. After approximately 35 minutes, device started smoking. Removed from use at that time. No patient harm or staff harm.after smoking occurred, cord disconnected from disposable, new disposable opened and connected to the same cord and everything went fine.